Manufacturer narrative:
Batch review performed on 12 september 2018. Lot 176155: (B)(4) items manufactured and released on 11 january 2018. Expiration date: 2022-12-18 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 4 months after primary. The cause of pain is unknown. The surgeon swapped the poly and resurfaced the patella.